Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. However, it was reported the current health status is unknown. Therefore, the impact to the patient beyond the reported tibial pain and subsequent revision cannot be confirmed nor concluded. Device specific identifiers were not provided. Therefore, an evaluation of the production records and complaint history review could not be performed. A review of the instructions for use documents for engage partial knee system revealed that pain has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action may be indicated.

Event description:
It was reported that, after an uka with an engage system, the patient experienced tibial pain. This adverse event was treated via revision surgery. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).